Event description:
It was reported that a patient underwent a right knee revision approximately three years post-implantation due to pain, swelling, and instability that interfered with daily living and caused the patient to rely on ambulatory aids. During the revision, the cruciate-retaining 10mm tibial insert was removed and replaced with an anterior-stabilizing 14mm tibial insert. No further issues have been reported.

Manufacturer narrative:
(B)(4). D10 medical devices; unknown vanguard 62.5 cr femur catalog#: ni lot#: j6759951. Biomet cc cruciate tray 67mm catalog#: 141232 lot#: j6582608. Series a pat std 28 3 peg catalog#: 184762 lot#: 147890. Biomet bc r 1x40 us catalog#: 110035368 lot#: 927daa2502. Biomet bc r 1x40 us catalog#: 110035368 lot#: 927daa2502. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had an initial tka and a revision due to pain, swelling, and instability. The art surface was revised and replaced. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.